Event description:
Pt underwent abdominoperineal resection. Several days ago on the attempt to remove the perineal drain it apparently broke in two and pt has a retained fragment in the perineal presacral space. Pt was taken to the operating room and md removed about 3-4 skin stitches and a couple of chromics and could easily palpate the drain and it was removed. The procedure took about five minutes. No obvious reason why the drain broke.